Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the saw head was worn and the housing was damaged. It was determined that this type of damage was due to improper insertion and securing of the cutter and improper handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a total joint surgery, it was observed that the blade attachment spikes on the battery oscillator device were broken off. There were no delays in the surgical procedure as a spare device was available for use. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.